Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: test 1: inratio: 3.5; lab: 1.78; mean: 2.64; confidence limits: 1.7-3.8. Test 2: inratio: 3.1; lab: 1.78; mean: 2.44; confidence limits: 1.6-3.4. The mean of the inratio meter and comparative system inr were calculated. The inr values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No product testing is required. Inratio precision data provided by end-user: first test inr = 3.5; second test inr = 3.1. Mean = 3.3; sd = 0.28; %cv = 8.57%. The %cv of 8.57% is less than 20%. The precision criterion is met. No product testing is required. Time between meter readings and lab results is unk. If the time elapsed exceeds three hours, there is a high possibility that the discrepancies are due to the change in the status of the pt. Device was not returned for evaluation. Further investigation is not required at this time. Caller did not provide the strip lot number. Complaint trending cannot be determined. No corrective action is required as no product deficiency was established.

Event description:
Caller alleged discrepant results with inratio versus lab. Inratio: 3.5, 3.1; lab: 1.78.